Event description:
The hcp reported the pt went to the hosp for withdrawl symptoms. Multiple motor stalls with recovery were noted for two days in 2006. A pump stall with no recovery occurred on the second day. The hcp plans to schedule pump replacement. A follow up report will be sent when add'l info is rec'd.